Event description:
According to the doctor, the lens appeared damaged after it was implanted in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00180 for the intraocular lens used with this delivery device.